Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient was admitted with symptomatic low flow alarms and concerns for worsening outflow graft (ofg) obstruction. Log files were sent for review. The log file captured a pump stop event at 12:58 pm on (B)(6) 2024. The pump was off for approximately 3 seconds. This type of behavior may have been the result of a potential electrostatic discharge (esd) which temporarily caused the pump to stop and then restart as designed. The log file captured a few low flow events on (B)(6) 2024. These occurred at times when pulsatility index (pi) was elevated. The low flow events may be a patient related issue or a result of the existing obstruction. There were no other unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment was operating as intended.

Manufacturer narrative:
Report type and h1 corrected to malfunction. H4: manufacture date corrected. Manufacturer's investigation conclusion: the reported outflow graft obstruction could not be confirmed through this evaluation. Analysis of the submitted log files confirmed the reported low flow alarms. Although a specific cause for these events could not conclusively be determined, the account reported there was concern for an obstruction. Review of the log files also confirmed a pump reset event associated with electrostatic discharge (esd). The controller event log file contained events from 29nov2024 through 08dec2024. A pump stop was captured on (B)(6)2024 at 12:58:23. The event appeared to be consistent with a pump reset due to an esd event. Following the event, the pump resumed operation at the set speed without issue. Additional low flow hazard alarms were captured on (B)(6)2024. No other notable events or alarms were captured. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters, including pump flow and pulsatility index (pi). Section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This section under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Sections 3 and 6 of the IFU as well as sections 1, 3 and 4 of the patient handbook warn that high levels of static electricity can cause the left ventricular assist device to stop, and state that patients should use battery power when not sleeping or relaxing or while performing activities that can generate static electricity. Section 6 of the IFU and section 4 of the patient handbook also provides examples of when static electricity can occur and how it can be avoided. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. Additionally, the testing and classification tables in appendix c of the IFU and section 9 of the patient handbook include electrostatic discharge information. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
B5: additional event information. B5: correction, patient was admitted for musculoskeletal injury not symptomatic low flows. H6: health effect-clinical and health effect- impact codes, updated. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient was admitted due to a musculoskeletal injury after motor vehicle accident. There were also concerns for worsening outflow graft (ofg) obstruction. The patient underwent an outflow graft revision on (B)(6) 2024. It was noted that the obstruction was first diagnosed by computed tomography angiography (cta) scan on (B)(6) 2024. The cta showed that the lvad appeared in place at the left ventricular apex. There was incomplete opacification of the outflow cannula, however this may have been secondary to streak artifact in the absence of clinical parameters suggestive of lvad dysfunction. The patient had been asymptomatic. The obstruction was noted not to be due to thrombus. The patient's condition after outflow graft revision was stable. The patients' flows were unchanged after revision.